Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s parent reported via phone call the insulin pump alarmed motor error and a possible under delivery of insulin. The customer¿s blood glucose level was unknown at the time of the incident. The customer¿s parent stated that the insulin pump alarmed motor error and had a high blood glucose event. Customer reported that the insulin pump does not give her all the insulin she should be getting. The customer¿s parent was unsure of the possible drive support cap damage and that the insulin pump was not exposed to high magnetic fields and was able to complete the rewind process. Unable to troubleshoot for high blood glucose and possible delivery anomaly due to insulin pump was not available. The customer¿s parent stated that they will call back to troubleshoot. The insulin pump is not expected to return for analysis.